Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced high blood glucose levels on (B)(6)2025. It was also reported that the patient went to emergency room (ER) and was admitted to hospital on (B)(6)2025 for less than 24 hours and received intravenous (IV) fluids with insulin saline and the patient blood glucose levels while admitting the hospital was 500 mg/dl. The patient had ketones and experienced symptoms such as feeling sick and the main reason for hospitalization was high blood glucose levels. No further information was available.